Manufacturer narrative:
The calibration and qc recovery data provided was within specification. The alarm trace showed multiple abnormal aspiration alarms. The field service engineer (fse) found that the electrodes were due for replacement and replaced them. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode results for 3 patient samples on a cobas pro ise analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. Sample 1 had an initial result of 149.4 mmol/l. The sample was repeated on another analyzer and the result was 140 mmol/l. Sample 2 had an initial result of 152.5 mmol/l. The sample was repeated on another analyzer and the result was 140.6 mmol/l. Sample 3 had an initial result of 160.3 mmol/l. The sample was repeated on another analyzer and the result was 147.4 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot number is fls03. The expiration date was requested but was not provided. The investigation is ongoing.